Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient mother went to the audiologist reporting poor hearing performance with the device, where affected channels were seen. Re-implantation is considered. Follow-up with measurements scheduled.

Event description:
The recipient mother went to the audiologist reporting poor hearing performance with the device, where affected channels were seen. Re-implantation is considered.

Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode likely caused by minute device mobility is likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient mother went to the audiologist reporting poor hearing performance with the device, where affected channels were seen. The user has been re-implanted.